Event description:
Per the clinic, the patient experienced a post-operative infection at incision site a month after device activation (specific date and duration not reported). It was reported that the patient underwent revision surgery on (B)(6) 2026, to treat the infection. During the surgery, it was reported that there was tissue granulation which growth under the implant that lifted its fixation screw out of the implant anchor. Subsequently, during the surgery, the granulation was cleared out and the fixation was tightened successfully onto the implant anchor prior to covering the implant with muscle tissues. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.